Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign yellow soft plastic object was unable to be identified. It was confirmed that there was no physical damage at the foreign object detection point and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: "inspection of the instrument channel." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a foreign matter in the evis lucera gastrointenstinal videoscope's channel tube. This was found during device reprocessing for a diagnostic gastroscopy procedure. Patient was not under and the procedure was completed with another device. There was no delay and no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; a soft, yellow plastic item was found. A non-reportable malfunction of a scratched switch #1 was also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.